Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, and fold creases. A microscopic analysis was performed which identified: a sharp broken with stress marks and non-penetrating nick near of the broken site, this condition was called surgical impact, and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as surgical impact.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.